Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during anterior cruciate ligament surgery while screwing in the implant a pat of the implant broke off. The surgeon was able to retrieve the broken piece out of the patient. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the last two threads are warp and broken. The head of the screw was measured and was found to be within specifications. Device functioning with driver did not found any issues. The cause for this event is undetermined; however, the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.